Event description:
It was reported the insulin pump had displayable history check failed at start up alarm in the history file. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump passed self test and displacement test. The device was downloaded to carelink properly. However, several displayable history crc check failed alarms were found at the alarm history file. Displayable history crc check failed alarms due to a corrupted history file. The device was received with cracked case at display window corners.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states